Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the pins fell out of the left side of the free wheel hub assembly. He states no injuries noted.